Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient presented to the emergency room and device data was sent for review. It was noted that there were no stored episodes and lead measurements were stable. The device remains in service. No additional adverse patient effects were reported.